Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in regular device follow up with inappropriate mode switch episodes due to atrial lead noise. Programming changes were done to address the issue. Lead continued to be monitored. No patient consequences were reported.